Event description:
It was reported that patient presented for schedule procedure. During procedure, the lead had dislodged while suturing. The lead was ultimately not used and replaced with new lead. Patient condition was stable.